Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
At some time post-op the patient had loss of lordosis with flat back deformity. Patient developed increasing back pain, buttock pain, bilateral leg pain and weakness. Patient also has had placement of dorsal column stimulator. At 46 months post-op, the patient presented to surgery with flat back deformity, l5-s1 instability, radiculopathy at the lower extremities with weakness, severe axial low back pain, and failed dorsal column stimulator placement with painful dorsal stimulator. The patient underwent a procedure for l5-s1 revision with partial hemilaminectomies and bilateral partial medial facetectomies and foraminotomies for decompression of dura and neural elements; plif at l5-s1 with interbody cage placement; posterolateral fusion at l5-s1 for completion of anterior and posterior column fusion with implant of bilateral posterior spinal instrumentation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.